Manufacturer narrative:
(B)(4). Maude report # mw5061837.

Event description:
Dexcom was made aware on (B)(6) 2016 to that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated that the receiver did not provide an audible alert of a hypoglycemic event of 47mg/dl. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).